Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient's blood glucose levels reached an unknown level while wearing the pod. It was also reported that the pod was alarming during operation. The patient was stating that they were feeling weak. It was unknown how the patient was treated for this issue. The patient was released three days later. The pod was worn when seeking medical attention.